Event description:
It was reported that there was no stimulation sensation. It stopped last (B)(6). The stimulation was for shoulder and neck pain; however she seemed to be doing fine without the stimulation. The patient had moved 5 years ago to a different state and had not had her device checked at all since she moved. She was also not able to adjust stimulation using the patient programmer (pp). When she pressed the top blue button, all she got was the 9-volt light to come on and it had been this way since september. It was noted that her previous unit lasted 12 years and now she was wondering why this one only lasted 5 years. It was set to cycling 30 seconds on and 60 seconds off, and it was programmed like her previous device. It was noted that the patient was going to get an MRI for her knee. Her left knee was hurting and a healthcare provider (hcp) might want her to have an MRI. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3888-28, lo# l31241, implanted: (B)(6) 1993, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer. (B)(4).